Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the silicon strap was torn during surgery and therefore could not be used for all the holes for ankle adjustment. A back-up device was not necessary because the surgeon could use a different hole. No pieces fell in the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The most medial and lateral loops of the strap are torn. The strap is used together with the mating part - the metal ankle yoke (32-422777). The strap is hooked on the yoke. Any sharp edges or corners of the yoke could potentially cause the tear. It is also possible that the item was used multiple times and went through multiple sterilisation cycles that would contribute to reduced silicone strength. However, the exact root cause is unknown. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the silicon strap was torn during surgery and therefore could not be used for all the holes for ankle adjustment. A back-up device was not necessary because the surgeon could use a different hole. No pieces fell in the patient.